Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 248 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The pump was received with a broken off end cap. Unable to perform the occlusion test due to the broken end cap. No motor error alarm was noted during testing. The motor passed the motor test, and no anomaly was noted on the drive support disk. The pump had missing segments on the screen due to a cracked zebra connector on the lcd. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.